Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with palpitations. Upon interrogation of the pulse generation a message indicating a message - diagnostics must be cleared because they are invalid. No additional information was available.